Manufacturer narrative:
We, u&I corporation, as the legal manufacturer of the perfix spinal system received the broken rod removed from the pt's body. The lot number of the product was verified as 15c014-3. We traced related mfg data and inspection date and evaluated. As the result, no defect was found in the product quality. We have requested add'l info of the pt and clinical data but they are not received yet. When received, we will evaluate furthermore and can conclude a cause of this event. We will keep monitoring on the same customer complaint in future and its cycle as well.

Event description:
This event occurred in (B)(6). The spinal fixation system was implanted in a pt on (B)(6) 2015 initially. A rod as a component of the system was broken while it was in the pt's body. The pt had re-surgery on (B)(6) 2015 to remove the broken rod and replace a new rod.